Event description:
Customer reported on a bravo ph capsule that failed to attach. The physician stated that on release the plunger felt a toggle and when he pulled the delivery system, the capsule dropped to the stomach. The pt was not injured following the procedure.